Event description:
A customer contacted beckman coulter inc., (bci) requesting assistance for removing a miss-loaded reagent pack. While investigation the event, bci hotline discovered that a troponin (accu tni) reagent pack had been removed and re-loaded onto the unicel dxc 600i synchron access clinical system incorrectly. It is unknown if any patient results were obtained from the miss-loaded pack. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer removed a loaded pack from the instrument in an attempt to "manually mix" the punctured pack to circumvent "ultrasonics issues". The customer did not re-scan the pack barcode before loading the pack back onto the instrument. Hotline assisted the customer in locating and removing the miss-loaded pack and the customer verified the pack had not been scanned prior to re-loading it. Hotline instructed the customer on proper pack loading and mixing. The customer was instructed to discard the pack that was manually mixed and miss-loaded. Service was not dispatched for this event as root cause was determined during troubleshooting with hotline. User error is the root cause for this event.